Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak in the delivery catheter handle was confirmed. The handle was disassembled and a torn o-ring was identified. A review of the lot history record for the reported lot revealed no non conformities that would have contributed to this issue, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. There were no special causes identified that would predispose the complaint device or additional devices to this failure mode. There are sufficient manufacturing controls in place for leak tests and the rate of this failure mode remains within the accepted occurrence rate; therefore no product action is required. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The mitraclip was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), a leak was observed and if were to reoccur in the anatomy, has the potential to lead to an air embolism. It was reported that after the clip delivery system (cds) was removed from the package, the cds began to be prepared for use. After the cds was hooked up to the pressure bags and flushing was started, constant dripping was observed around the arm positioner. The exact location of the leak could not be determined. Everything on the system was confirmed to be tight but the leaking continued; therefore, the decision was made to replace the device. The device was not used in a procedure and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the leak.